Manufacturer narrative:
Evaluation results: inherent risk of procedure-stent embolism. Patient¿s condition affected effectiveness of device -90% stenosis, calcified rock above iliac lesion. No results available since no evaluation performed- device or procedural images not provided for review 709 no device returned. Evaluation conclusion: inherent risk of procedure -stent embolism - device failure/lack of effectiveness related to patient condition-90% stenosis, calcified rock above iliac lesion. (B)(4).

Manufacturer narrative:
Results: failure to follow instructions - use of force. Conclusion: failure to follow instructions - use of force, user error contributed to event - use of force, unable to confirm complaint - device or procedural images not provided for review.

Event description:
The physician was using an assurant cobalt peripheral bare metal stent to treat a very tight right proximal iliac lesion. Lesion exhibited moderate tortuosity, severe calcification and approximately 90% stenosis (diameter 9mm x length 1cm). Lesion was pre-dilated twice 4x4 then 5x4 however still high grade stenosis remained. Abnormalities reported in relation to the anatomy included a calcified rock above iliac lesion in the aorta same side. Device was inspected and prepped prior to use with no issues noted. Resistance was encountered and excessive force was used during advancement of the device to the target lesion. During delivery to the lesion the stent dislodged. A pacific balloon was inserted 3 mm into stent, inflated slightly and gently pulled the stent down close to original desired location. No further patient complications reported. No further treatment required.

Manufacturer narrative:
Evaluation conclusion: user error contributed to event (use of force).